Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced sharp pain with eye movement, intraocular pressure (iop) of 30, scleritis, and additional medication. Additional information was requested.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the reported issue of pain, increased intraocular pressure (iop), and scleritis; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative pain in the implanted eye and elevated iop are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).